Event description:
Hcp reported pt presented 6 months postop with signs of infection of the device pocket. These include redness and swelling. Cultures of the device pocket showed staph aureas - mrsa was the organism cultured. The pt was treated with both IV and oral antibiotics and total device system explant. Hcp reports pt's infection resolved with compounded baclofen drug withdrawal symptoms including sepsis and spasticity. Risk factor is debilitated status.